Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a post-operative check of a dual chamber implantable pulse generator (ipg) system implant, the patient's right atrial (ra) lead was dislodged. A lead revision was attempted, but was unsuccessful. The lead was explanted and not replaced because the device was downgraded to a single chamber ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.